Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their reservoir lip ring was damaged. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir ring on top of the reservoir was cracked and that the reservoir was unable to lock into place. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with detached/missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. Unable to perform displacement test due to detached/missing retainer. (B)(4).